Event description:
It was reported that prior to implant, during pocket preparation, the physician found some stains on the implantable cardioverter defibrillator (ICD). The ICD was exchanged. The procedure was completed. The patient was stable.

Manufacturer narrative:
The device was returned due to a packaging problem. As received, the device was returned without its sterilization packaging trays. Visual inspection noted a small line on the front of the device. The blemishes did not exceed the accepted criteria and it¿s considered normal. Analysis performed on the device indicated normal device characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.